Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous left main trunk (lmt). After a 4.0x12mm non-bsc stent was implanted in the target lesion, intravascular ultrasound (ivus) was performed and "partial mounting failure" was observed. Post-dilation was performed using a 4.50mm x 8mm nc emerge® balloon catheter. The balloon was initially inflated at 12 atmospheres. However, on the second inflation at 16 atmospheres, the balloon ruptured. The device was retrieved from the patient and the procedure was completed with a different device. There were no patient complications nor injury reported.